Event description:
It was reported that the pt requires a second surgery due to a lost osteotomy correction at 6 mos post op. The proximal screw was noted broken at the third month follow-up visit but no loss of correction was reported at the time. A minimal loss of correction was reported at the fifth month visit. The osteotomy correction was almost completely lost at the sixth months visit. Customer had stated that a second surgery will take place, however, no info is available regarding the surgery taking place. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the info available and without device evaluation. If any add'l pertinent info becomes available, a follow up report will be submitted.